Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the span screw was defective on the sagittal saw attachment device. It was further determined that the trigger was stuck. It was further determined that the device failed pretest for check proper function of the trigger, check the saw blade coupling and check for leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device evaluation update: upon further review of the device investigation, it was determined that the thread saw coupling stripped and was defective. This malfunction was inadvertently omitted from the initial report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.